Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable due to damage related to user handling of the device. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." ·"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and there was no image due to a faulty cable unit. In addition, the rear cover label was fading. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus nothing happened when the device was plugged in. No patient injury harm or injury reported.